Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order data was not crossing to the pyxis server. A technical support specialist (tss) dialed into the server and checked the affected patient with the visit identification (ID) number. The tss found that the patient had already been discharged and checked the orders tab, where no orders were showing up for the patient. The tss ran a query to check if the server received the order message for the patient's order ID and found the successfully processed local date time for the order ID was null. The tss contacted the customer, who stated that the issue was related to the active directory and confirmed that the issue was being addressed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, order data was not crossing to the pyxis server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.